Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook for eval. One unused product from the lot number said to be involved was removed from the finished goods inventory to conduct an investigation. During our laboratory analysis of the unused product, the ligator barrel was loaded onto an endoscope that is in a curved position to simulate worst-case scenario. All bands deployed properly. All of the beads on the trigger cord were verified to be present and appropriate. A discrepancy or anomaly that could have contributed to premature band deployment was not observed during our laboratory analysis of the unused product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: info provided with this report indicates the 6 shooter saeed multi-band ligator was used during an endoscopic mucosal resection for a pt with barrett's esophagus. The intended use listed in the 6 shooter saeed multi-band ligator instructions for use states "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate internal hemorrhoids." The instructions for use direct the user not to use this device for any purpose other than the stated intended use. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool unit it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator hand can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of premature band deployment. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic mucosal resection (emr), the physician used a cook 6 shooter saeed multi-band ligator. When the physician deployed the 5th band from the ligator barrel, the 6th band deployed at the same time. The procedure was completed with this device. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.